Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), serial:(B)(6), lot: a000160577.

Event description:
It was reported that patient experienced ineffective therapy and unable to set the ipg into MRI mode. System diagnostic recorded high impedances on multiple lead contacts. Programming was successful restoring therapy, however surgical intervention may take place to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Corrected data- b1 ¿ type of report (check all that apply). B2 - outcomes attributed to adverse(check all that apply). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the left lead was explanted and replaced. Effective therapy was restored post operatively.